Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Event description:
It was initially reported that the device was cutting too thin. Additional information received (B)(6) 2017 clarified that the instrument was removed from sterile field and tagged for repair during surgery and sent to spd for cleaning and processing. An alternate dermatome was used to complete the case with no delay in surgery. The harvested graft was useable and no additional graft had to be taken.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an air dermatome device for evaluation. Zimmer biomet surgical has not previously repaired/evaluated air dermatome. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed that the calibration was out of specification at all setting. The motor speed was within specification and control bar position was flush with the master blade. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the calibration was out of specifications at all tested thickness settings. While during the initial inspection it was noted that the calibration was out of specifications at all tested thickness settings, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.